Event description:
During a cataract extraction procedure, a problem with aspiration occurred. The procedure was aborted and the pt was transferred to a different facility to have the surgery completed. Topical corticosteroids and antibiotics were administered. The pt suffered acute corneal decompensation. Pt's prognosis is good.

Manufacturer narrative:
(B) (4) - procedure was completed during a second procedure.